Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after implantation of an unknown codman valve, the patient had an infection and the device was revised. The patient was taken to the hospital due to symptoms of meningism with a fever up to 38.7c, tiredness and nausea. Additionally csf culture returned positive for staphylococcus epidermidis. The patient was diagnosed with a grade 3 bacterial infection and the device was explanted.

Manufacturer narrative:
UDI: unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.